Event description:
The device kept on beeping when it was turned on. Flash memory failure was also reported. There was no patient injury, or delay in surgery. Several attempts were made to obtain additional information but to date, no new information has been received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.